Event description:
It was reported that the doctor had completed the case with no consequences and was moving the black cable to the footswitch and noticed the generator would cut in and out. The customer tested the black footswitch cable and found some opens in the cable causing the intermittent action.